Manufacturer narrative:
This medwatch is reporting the primary console. The motor is reported under medwatch MFR report # 2916596-2019-00952. Device evaluated by MFR: the device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on ECMO support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on right ventricular extracorporeal support. After approximately 15 days of support, on the morning of (B)(6) 2019, the patient could not breathe on their own and was converted to extracorporeal membrane oxygenation (ECMO) support with respiratory membrane. At approximately 8:00 pm at night, an s3 alarm occurred on the primary console. The nurse pressed the button to acknowledge the alarm, but the alarm message did not disappear. At the moment when the decision was made to switch to the backup unit, a new alarm occurred indicating m6, motor over temp alert. The nurse detected that the motor was very hot so they continued to switch to the backup unit. No additional information was provided.

Manufacturer narrative:
The reported events of system alert: s3 and motor over temp: m6 alarms were not confirmed. The centrimag 2nd gen. Primary console (serial number (B)(4)) was not returned for analysis, and no additional files related to the console were associated with the reported event. The reported events of system alert: s3 and motor over temp: m6 alarms were not confirmed via the investigation performed on the returned centrimag motor (serial number (B)(4)). No further issues have been communicated at this time. The root cause of the alarms was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.